Manufacturer narrative:
Concomitant medical products: product ID 3057-1sc, lot# n336622, implanted: (B)(6) 2014, product type: screening device. (B)(4).

Event description:
It was reported that the manufacturer representative (rep) called in to "bill off tl22 promo" and gave lot numbers and was unable to pull them into the order. After inventory added them it was noticed the product was expired. The rep gave the last names of the patients, but was unclear what product pertained to each patient. It was unclear which or if any of the products had been used with a patient(s). Additional information received reported that the products involved a trial patient and would not be registered. It was unknown if the patient went on for permanent implant. Please refer to mfg. Report # 3007566237-2014-02331, as this report pertains to the other product (test screener kit) that was in the field past its used by date.